Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient. The patient started to have pain where her surgery took place and might have an infection. She reached out to her doctor but it was too far to travel at this time. The patient was implanted with the trial external neurostimulator (ens) on (B)(6) 2016. The pain at the incision was getting worse. The change in symptoms was considered sudden.

Event description:
Additional information received from healthcare provider reported that they turned the device off and pain started to subside. The device remains off until patient's appointment in (B)(6). It was indicated that the sudden pain at incision site has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.